Manufacturer narrative:
(B)(4). The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span july 16, 2002 through september 24, 2007 and not all records received in this time span are relevant to the gore-tex® suture. Records from november 1, 2002 through september 23, 2007 were not provided. Patient information: medical history: gastroesophageal reflux disease [gerd], hiatal hernia, obesity, (B)(6) 2007: (B)(6) lbs., bmi 42.4. Surgical procedures: 1991: open cholecystectomy, 1998: hysterectomy, (B)(6) 2002: repair of abdominal incisional hernia, (B)(6) 2002: repair of ventral hernia with ¿dual mesh¿. Implant: gore® dualmesh® biomaterial. Relevant medical information: (B)(6) 2002: repair of abdominal incisional hernia. ¿had an open cholecystectomy approximately 8 years ago. She has developed painful bulge in the mid portion of the incision and there is palpable hernia defect.¿ ¿medial portion of the incision was reopened, blunt and sharp dissection was used to dissect to the fascial level. There was a defect medially, approximately four centimeter. The incision was intact. Portion of the hernia sac was excised. The tissue was mobilized until the fascial edges were free. Fascial edges were reapproximated under no tension using cvo gore-tex suture in running fashion. Subcu was reapproximated with interrupted 3-0 vicryl and 4-0 undyed vicryl in subcuticular fashion was used for skin. Steri-strips, dry sterile dressing applied.¿ implant preoperative complaints: (B)(6) 2002: ¿had an open cholecystectomy approximately 10 years ago. Develop an incisional hernia that was repaired last june. This was repaired primarily with sutures. No mesh was placed. She continues to have pain in the mid portion of the incision. Although CT scan did not show a hernia, because of continued pain and tenderness she was brought to the operative suite.¿ implant procedure: repair of ventral hernia with ¿dual mesh¿. [Implant: gore® dualmesh® biomaterial (1dlmc05/01465379) 7.5 cm x 10 cm x 1mm thick]. Implant date: (B)(6) 2002. Description of hernia being treated: ¿dissection was carried down to the fascia, and indeed the gore-tex sutures had pulled apart and there was recurrent hernia. The old sutures were removed and the edges of the fascia were mobilized. A defect approximately 5 centimeter in greatest length was encountered.¿ implant size and fixation: ¿it was then repaired with 15 [scratched out and handwritten] x 10 centimeter dual mesh. The mesh was placed into the defect and sutured to the edges of the defect using running 0 gore-tex. The sutures were tied together. There was no tension on the repair. After the repair, the wound was then closed using interrupted 3-0 vicryl for subcu and staples for skin.¿ no post-operative records were provided. Explant preoperative complaints: (B)(6) 2007: ¿developed a hernia that was repaired initially without mesh and then the second time with mesh that has recurrent lateral to the mesh. It has become painful.¿ explant procedure: repair of recurrent ventral hernia with sepra mesh. Explant date: (B)(6) 2007 . ¿the old incision was reopened and the old mesh was identified and appeared to be pulled loose from the fascia laterally. This was removed sharply and bluntly and the fascial edges were mobilized. The fascia was entered to more clearly delineate the extent of the fascia and also to separate out any further ventral hernias. There was a separate ventral hernia inferiorly and laterally and these were coalesced to one ventral hernia. The final size of the hernia appeared to be approximately 4 x 8 cm. This was repaired with a 4 x 8 edge of sepra mesh that was cut down to approximate the opening and was sutured into place with running 0 gore-tex mesh suture. The subcu was reapproximated with interrupted 3-0 vicryl and finally the skin was closed using 4-0 interrupted vicryl in a subcuticular fashion. Steri-strips and dry sterile dressing was applied.¿ relevant medical information: (B)(6) 2007: pathology: ¿received in formalin fixative labeled ¿mesh and hernia sac¿ is a triangular shaped, whitish-tan mesh portion with two separately located purplish-pink, irregularly shaped pieces of rubbery firm, soft tissue portions. The mesh measures 7 x 5 x 0.2 cm. It has, surrounding its edge, multiple sutures.¿ conclusions: gore-tex® suture. It should be noted that the gore-tex® suture instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications.

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2002, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain, mesh removal, loose mesh, recurrent hernia, additional surgery. Additional event specific information was not provided.